Event description:
There was a sensor issue with the soundstar eco ultrasound catheter after placement into the patient. We have experienced multiple issue with this product malfunctioning: carto application fails to load & sensor errors. We have been returning all these catheters to the manufacturer. Several lots have been removed and replaced. Site reported back that biosense webster have not indicated what the problem is.